Manufacturer narrative:
Device evaluation details: upon receipt, the catheter was visually inspected, and it was found with a hole on pebax with reddish-brown material inside and internal parts exposed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an unspecified a-fib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish-brown material inside and internal parts exposed. During the procedure, when ablation started at the lspv roof side, the force value showed high force. Ablation was stopped but the error message didn't show up. The ablation cable was changed but the issue did not resolve. High force is not MDR-reportable. The hole in the pebax is MDR-reportable.